Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have thermal damage to the yaw pulley. The yaw pulley was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The instrument was not connected to high voltage equipment such as vio3. Even if it was connected, it must be a force triad. The thermal damage was first observed during central processing. There was no patient injury.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument's resin parts were dissolved. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.